Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2024, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 2018-06-15, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the onset date of the volume discrepancies at refills and the patient having less efficacy had started within the last few months, no specific date was reported. The most recent refill date was on (B)(6) 2024. The hcp reported that the plan was to image the catheter, during the week of august 12th-16th, no specific date given. Then, likely proceed to a catheter replacement/revision. No date was scheduled or provided for the replacement/revision. The drug concentration was lowered in the pump, so that the line would have less drug in it for the imagining and potential effort to try another cap dye study if needed. It was further reported that the patient underwent revision surgery. The pump segment was replaced as well as the pump itself. Once the catheter pump portion was replaced, there was confirmed csf backflow. At that stage the team advised there had been no issues since replacing both pieces. The surgery took place on wednesday (B)(6) 2024. The pump and catheter serial numbers and implant dates were provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative reporting that the pump portion of the catheter that was replaced was discarded.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen (2000 mcg/ml at 300 mcg/day) via an implantable pump. It was reported that the patient had pump therapy for 7 years and their first pump was replaced a year ago.  At the time of replacement, a back table prime was conducted, and the catheter was not aspirated as there was no issue present at that time. The patient's current pump had been consistently underdosing based on the last two pump refill appointments.  The patient also had a decrease in efficacy regarding their spasticity. At the first of the two most recent refills, they were expecting 5 ml but aspirated 10 ml, and at the last refill they were expecting 2 ml and aspirated 11 ml.  The pump was not showing any alarms or issues in the logs.  A partial obstruction at the catheter tip or elsewhere was being considered.  At the current visit the healthcare provider was going to increase the daily dose slightly and will be considering a catheter revision and investigation.   Additional information was later received from a foreign healthcare provider via a company representative on 2024-jul-31.  It was reported that baclofen pump underdosing occurred.  At two consecutive refill appointments the removed volume far exceeded the expected amount from the pump's reservoir. The catheter port was accessed to attempt catheter aspiration but the catheter was not able to be aspirated.  The physician assumed that it may be a partial obstruction with catheter.  There were no known factors apparent that may have led or contributed to the issue at this time.  The healthcare provider indicated that they may consider increasing the daily dose but was not otherwise confirmed if this would occur.  A catheter revision or new system implant in the future was being considered.  The issue was not resolved as of (B)(6) 2024.  The patient was without injury regarding their status as of (B)(6) 2024.  The patient's weight at the time of the event was unknown or would not be made available. .

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# / serial# unknown product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The physician had advised that they did access the catheter port at the top pump to attempt a catheter aspiration, but this was unsuccessful. Therefore, a catheter access port (cap) dye study was not possible. This would have occurred on (B)(6) 2024. The physician advised that they assumed due to the issues, that the catheter was partially obstructed. Further considerations for catheter revision/ investigation were warranted but the physician had not provided any further detail on their next step or plans. Actions taken or planned to resolve the issue were unknown at this time. It was unknown if the inability to aspirate the catheter, volume discrepancies at refills, and lack of efficacy, and spasticity have been resolved at this time.